Event description:
The return paperwork indicated that the nut and washer for the sense potentiometer on the external pulse generator (epg) were missing and that it was "broken." It was further noted that the epg had "missing hardware." The epg was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported by the biomedical engineer that the nut and washer for the "sense pot" on the external pulse generator were missing. Because these are not parts that can be sent out to the account, it was indicated that the generator would need to be returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the control knob, washer, nut, two side bail covers, two case screws and two side bails were missing. It was also noted that the upper and lower cases were broken/contaminated, the battery release, lead flex cover, and display were contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken and contaminated, the keyboard pad was cosmetically damaged, and the encoder flex was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the biomedical engineer that the nut and washer for the "sense pot" on the external pulse generator were missing. Because these are not parts that can be sent out to the account, it was indicated that the generator would need to be returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.